Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 304mg/dl. A cartridge change was performed and an additional occlusion alarm occurred. The customer declined to perform troubleshooting to determine a possible cause of the occlusion. Reportedly, an infusion set change was performed to address the occlusion as the current infusion tubing had been in use for 4 days.